Event description:
The customer contacted beckman coulter inc (bec) customer technical support to report both reagent probes leaked on the unicel dxc 600i synchron chemistry analyzer. Customer stated the fittings on top of the reagent probes are tight. No injury or exposure was reported.

Manufacturer narrative:
A bec field service engineer (fse) performed service on the instrument: service had been performed, per the customer, for 1 reagent probe leaking and cuvette not dry errors. Fse replaced the syringe barrel and the 3 way valve. Fse replaced the t-valve to address the leaking. Fse determined the cuvette not dry errors were due to a plugged wash tower probe; the customer replaced this part. No further reports of leaking and/or related errors noted in oracle. (B)(4).